Event description:
The novacor lvas pump drive unit was explanted due to infection and replaced with a heartmate ii. The patient was discharged from the hospital within one week of the surgery. The explanted device is believed to have been disposed of and will not be returned to worldheart. Therefore, engineering analysis of the pump is not possible, nor necessary as there was no device malfunction.